Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 564 mg/dl with moderate ketone level resulting in diabetic ketoacidosis. Healthcare provider identified the ketone level as dangerous. Reportedly, the customer administered a manual injection and delivered a correction bolus via pump to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.